Event description:
The customer reported conflicting results on a direct tested nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Per the customer, there was no patient harm due to the test results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot m163911 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m163911, test base part number 190-430 / lot: m163911. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163911 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163911 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.